Event description:
It was reported that the t: slim x2 pump battery would not charge. The customer noted a power source alert, specifically alert 07, in the pump's history when the issue began. Blood glucose levels were not adversely affected by the charging issue. The customer initially used a portable charger, but the issue was resolved by plugging the charging cable into a non-tandem wall adapter. Tandem technical support advised against using third-party charging supplies unless for troubleshooting purposes and arranged for a replacement tandem wall adapter to be sent via two-day shipping. The pump resumed charging, and no further assistance was required.